Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). It was reported that the patient's stimulation caused them more pain than relief for their hand. The patient tried to adjust their setting with the patient programmer and would turn it off and would try it at different times and they got the same uncomfortable feeling. The system was explanted. No device allegation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.